Event description:
Knee replacement, simplex hv cement used. Cement failed breaking away from patella. Resulting in knee revision surgery (B)(6) 2022. Cement suppose to last 15 years like the devices. FDA safety report ID# (B)(4).